Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai2-sm2 needle precisionglide 30 x 1/2in had an adverse event without an identified device or use problem. It was reported that a work accident that occurred at the clinic involving the use of the hypodermic needle 13 x 0.3 (brand: bd; lot: 5339944; manufacture: 12/2025; anvisa registration: 10033430019). The accident occurred during the disposal of the material after immunotherapy, a procedure that involves contact with biological material. We emphasize that this needle model does not have a safety device, which can increase the risk of occupational accidents. In the clinic, we routinely use this type of needle for procedures of this nature. Considering the risk involved, we understand that the presence of a safety device could contribute significantly to the prevention of accidents, such as the one that occurred, mitigating the occupational exposure of health professionals. In view of this, we would like to request an evaluation regarding the availability of versions of this product with a safety device or guidance on safer alternatives for this type of procedure. Additional information received on 29-apr-2026: event date (dd/mm/yyyy): (B)(6) 2026. Was there damage to the patient's health? There was no harm to the patient. The nursing technician involved in the accident was treated at the (B)(6) hospital and is being monitored with post-exposure therapy. Sending sample photo(s)/video(s): we do not have a sample. It is a piercing and cutting needle, without a safety device, used in immunotherapy, which was discarded according to protocol at the time of the accident. Was the incident notified to anvisa? The notification has not yet been made. Additional information received on 06-may-2026: has a patient or healthcare worker been in an accident with an exposed needle? Yes. Indicate whether the needle was contaminated at the time of the accident. Yes. Indicate what medical interventions or tests have been performed on the affected person? Post-exposure prophylaxis (pep).